Manufacturer narrative:
Product analysis: part# 4922050; lot# 26le. A visual review of the returned implant identified a portion has been broken. Microscopic examination of the inserter interface identified damage to the threaded hole and deformation on the top face, and fracture on one side around the inserter tang interface, consistent with significant impact and torsional loading. Microscopic examination of the fracture surface of the broken portion of the implant identified a fracture with rays emanating away from the area of crack initiation, consistent with brittle overload. The observations are consistent with impaction overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l2/3/4/5 olif procedure in a patient diagnosed with hypertensive disease, pulmonary embolism/both lower leg venous flow/dementia, p seudogout and fracture of right upper carpal bone. It was reported that the olif was initiated in the order of l3/4 to l2/3 to l4/5. The cages were placed smoothly for l3/4 and l2/3 olif, but the l4/5 cage was difficult to approach, and the curved inserter was used to approach the iliac overhang. At that time, the tip of the inserter broke, causing a defect where the cage was detached from the inserter. The l4/5 intervertebral space was too narrow for trial insertion. Three attempts were made to place the l4/5 cage, but it could not be placed properly. The broken parts of the cage and inserter were removed, and the inserter and cage were changed and insertion was done again, but the cage got broken again. A new cage was taken out and insertion was tried for the third time. However, halfway through the insertion (when the cage was about halfway inserted between the vertebrae), the inserter and cage could no longer be grasped, and half of the cage got broken. Attempts were made to remove the cage, but removal was extremely difficult and it remained. There was no patient symptom reported. There were no further complications reported regarding the event.